Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: what type of procedure was the device used in? On which firing did this occur? When the device did not staple, was the firing trigger advanced and no staples deployed into the tissue? When the device did not staple, did the device lock out and the firing trigger could not be advanced?

Event description:
It was reported that during an unknown procedure, the clamp did not work. Would not staple. The rectal stump stayed open in the pelvis. There was re-dissection of the stump and stapling and section with another clamp. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # m53l5u. The analysis results showed that the tx60g device arrived in good visual condition and with a reload present. The reload was received fully fired. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.